Event description:
End user's wife reported on the last two pouch changes when removing one piece of the precut pouch, the stoma had been slightly cut by stomahesive mass when removing. She thinks that the precut 25mm pouch is too small.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's wife reported this event as she assists her husband with his ostomy care. End user's wife was advised on how to measure stoma and how to prevent any further trauma to stoma. She was also advised to call back if they had any further concerns. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. (B)(4).